Event description:
This problem relates to the use of amo complete moisture plus contact lens cleaning and storage solution. It was brought to light because of the recent alert concerning the new outbreak of fusarium keratitis. I started using the amo product, newly purchased, last year and quickly noticed that I was experiencing the growth of what appeared to be black mold growing on the inner surfaces of my contact lens case. I sterilized my case by boiling in water and restored the lenses using fresh solution. The incidence of what appeared to be black mold recurred after which I stopped using the product. I contacted the MFR but without satisfaction. I returned to using the renu product currently under suspecion for the current fungal outbreak. Before use of the amo proudct and after stopping use of this product I have never experienced any apparent growth inside the lens case after having used soft contact lenses for many years. There was no change to my hygiene practice when experiencing the problem.